Manufacturer narrative:
Explanted date: device was not explanted. Occupation: charge tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings

Event description:
The user facility reported and unknown issue with an angio-seal device. Additional information was received on 11mar2021. The doctor performed the locating step, the device was inserted and pulled back to set the footplate and retracted the sheath to deploy the plug. As they were pulling back the suture that tethers the plug to the device released leaving the suture hanging out of the patient's groin. The patient was obese, and the suture was actually lost under the skin. The puncture site did not appear to be bleeding but they held pressure anyway. They did a follow up computed tomography (cta) post procedure to check the common femoral artery (cfa) which seemed normal. The patient did not survive; however it was related to the cerebral issue nothing to do with the access site. The procedure was ruptured aneurysm coiling.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. Certification of analysis was reviewed and no inconsistencies were noted in the strength of the suture. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.